Manufacturer narrative:
Microscopic visual inspection identified a hole in both atrial seal plugs. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical build-up of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device did meet expected longevity, however, the elective replacement indicator (eri) and end-of-life (eol) interval was less than 90 days. The device is currently undergoing detailed analysis to determine root cause.

Event description:
Boston scientific crm received information that this that this implantable cardioverter defibrillator (ICD) device and right atrial (ra) lead was exhibiting electrogram noise and oversensing. Some oversensing was identified during patient isometrics. The pacing and sensing measurements were normal. Boston scientific's technical services recommended an xray to rule-out any gross abnormalities. Technical services could not rule-out a primary lead issue. Subsequently, the device was returned to boston scientific's post market quality assurance laboratory.